Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an unspecified malfunction occurred. It was initially reported by the patient that ¿inaccurate cgm values led to a dka (diabetic ketoacidosis) incident where customer was hospitalized.¿ in a follow-up call only limited details were provided as the patient did not remember event details or if signal loss occurred. There were no symptoms, bg finger stick values or cgm values specified for any point during the event. At some point on (B)(6) 2026 the sensor failed and was removed. On (B)(6) 2026 she was hospitalized for unspecified treatment of diabetic ketoacidosis. She was not wearing a cgm sensor when she was hospitalized. The length of time between the unspecified malfunction and the hospitalization was not provided. After treatment her condition stabilized, and she was discharged home four days later on (B)(6) 2026. No other patient or event details were documented. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2026 at 12:04 am with transmitter serial number (B)(6). The sensor session lasted 9 ½ days and ended due to sensor failure due to low counts aberration on (B)(6) 2026. Prior to the sensor failure the egvs were within the target range and stable. There were no bg calibrations attempted during the sensor session. The brief sensor issues, and subsequent sensor failure alerts, occurred in the afternoon of (B)(6) 2026 and were not acknowledged by the user. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). D1 brand name - correction h2 correction.